Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and then hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 50 mg/dl. Customer gave himself a bolus last friday but it seemed that the insulin pump gave him too much insulin from 3-50 units which immediately dropped his blood glucose from 190 mg/dl to 50 mg/dl. The customer was treated with food, glucose tablets and intravenous glucagon injections. The customer was wearing the insulin pump during the hospitalization. The insulin pump and reservoir will not be returned for analysis.